Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump down arrow button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the insulin pump kept turning on and off for no reason. Unable to complete the blank display issue due to insulin pump unresponsive buttons. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored and no blank display anomalies were noted. No damage on the connector/lcd isolation tape noted. Unit was received with intermittent up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with missing back address/serial number label. Unit was received with stained end cap sticker. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.